Event description:
It was reported that left hip revision surgery was performed due to metallosis due to loosening and elevated levels of cobalt and chromium.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).